Manufacturer narrative:
One unopened probe was received for the report of did not cut. Per the follow-up details, the involved probe was discarded. The returned unopened probe sample was visually inspected and found to be conforming. The sample then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the device component lot traceable to the reported lot number indicates there are two additional complaints associated with the component lot for the reported issue. The returned unopened sample was found to be conforming, therefore a cutting failure as described in the complaint was not confirmed . However, since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The actual complaint sample was not returned, therefore, the exact root cause for this complaint is unknown and specific action with regards to this complaint was not taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the device component lot traceable to the reported lot number indicates there are no additional complaints associated with the component lot for the reported issue. One unopened probe was received for evaluation. Per the follow-up details, the involved probe was discarded. The returned unopened probe sample was visually inspected and found to be conforming. The sample then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. The returned unopened sample was found to be conforming, therefore a cutting failure as described in the complaint was not confirmed. However, since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The actual complaint sample was not returned, therefore, the exact root cause for this complaint is unknown and specific action with regards to this complaint was not taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the vitrectomy probe did not cut appropriately. The condition of aspiration is unknown. There was no patient impact.